Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, after inserting the device through the anus and connecting the stapler head on the trocar of the device the surgeon pushed the lever. The knife of the device went through the tissue, but the surgeon reported there were no staples and no staple line created. The surgeon used another device (again cdh33a with same lot number) and repeated the procedure. The second time there was no problem with the device. No patient consequences were reported.